Event description:
An (B)(6) male pt contacted zoll customer support to report that his monitor would not power on with either battery pack. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As rec'd, the monitor would not power on. During servicing, there was an md5 flash failure while programming the flash memory. The cause of the reset is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective memory. The pt rec'd a replacement monitor.